Event description:
Patient reported pump malfunction, stating lithium battery alert on curlin pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit -40gm. Hyqvia kit indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes, is device associated with event available for return? - unknown.